Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. CT imaging confirms device migration of the anchor partially out of the vertebral body. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. Given the limited information, it is not clear what led to the migration. Previously determined possible causes for these types of migration have included low bone density, presence of bony voids, and patient demographics related to poor bone healing (e.g. Diabetic, high bmi, heavy smoker). Note: this MDR is being filed since intrinsic has identified 12 complaints that originated outside the us (ous) between feb 2019 and may 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
The barricaid was implanted into the l5 vertebral body of the l5/s1 disc. The date of the original surgery was (B)(6) 2019 with the migration observed on imaging on (B)(6) 2019. A reoperation was performed on (B)(6) 2019. Details of the clinical presentation of the patient prior to reoperation, type of surgical intervention, and the recovery of the patient have not been provided. Another attempt at gathering this information from the site/surgeon was made in december, 2019.